Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint stent was implanted in the rca. Approximately 42 months post the index procedure the patient suffered myocardial infarction. Patient was treated with stenting and thrombus suction. The investigator assessed that the mi event was not related to the study device. Patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.